Event description:
A pt presented with recent left hemispheric stroke due to 90% stenosis left petrous internal carotid artery (ica). A 6 french guide catheter was inserted into the left ica. A balloon-mounted stent was advanced and selectively placed at the level of the stenosis without difficulty. A follow up angiogram through the guide catheter was obtained. This demonstrated that the stent had slid slightly distal and missed the most proximal portion of the stenosis. There was no evidence of residual stenosis distally. However, there was a minimal dissection at the level of the stent strut. A micro catheter was advanced over the micro wire and position in the supraclinoid left ica. The wingspan stent was advanced and selectively placed at the level of the residual proximal stent and around the curve, into the distal cervical ica. A follow up angiogram demonstrated perfect patency of the stent of the previous stenosis. However, there is a dissection which appears to be flow-limiting at the cervical left ica, most likely induced by the tip of the guide catheter. Another stent was implanted at the level of the dissection in the distal cervical left ica without difficulty. A follow up angiogram demonstrated perfect angiographic result, without evidence of residual intimal plaque or stenosis.

Manufacturer narrative:
The pt experienced a dissection of the left cervical internal carotid artery. Other for no allegation of product malfunction or non conformance.